Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-06435. Clarification to b1 adverse event/product problem, h1 type of reportable event, and h10 related report numbers: mrn 9617229-2023-06435 reported the event of e0308 swollen lymph nodes/glands. It has now been determined that this event is not device-related. This medwatch is being submitted to un-report mrn 9617229-2023-06435. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported of the right side device: "small sparse cysts" and "intramammary lymph node measuring 1.0 cm located at the junction of the lateral quadrants of the right breast". Healthcare professional later reported "changes in the right breast are not related to the implants", which indicates the "intramammary lymph node" is not device-related. The device was explanted.